Event description:
4 fr. Midline catheter had been in for approx 16 hrs before break and embolized to lung. Able to successfully snare out of lung. Ran gentamycin through the night of placement, dressing still intact the next morning, but whole catheter had embolized except for hub, the rest of the catheter was inside the pt.